Manufacturer narrative:
Phone complete entry: (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated architect total b-hcg result on the architect i2000sr, serial number (B)(4). Through an extensive investigation, the fsr found sample crystals at the sample pipetting aperture and the diverter, load and unload - moulded base (rohs), part number 7-205671-02, needed to be cleaned, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false positive architect total b-hcg result for an (B)(6) female patient with acute appendicitis on an architect i2000sr. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result was 70 miu/ml, which was released, and the physician questioned. The patient was redrawn, and the result was <1.2 miu/ml. The original sample was then retested, and the result was <1.2 miu/ml. There was no impact to patient management reported.